Event description:
The customer used the device to check their blood glucose and obtained readings of 113 and 102 mg/dl back to back. Customer dosed 20 units of nph and 6 units of humalog based upon the device. Customer ate a light breakfast and took a nap. Customer was awaken by emts who checked their glucose at 21 mg/dl. Customer was treated with a d50 IV and taken to the hospital. Customer was admitted for three days and their meds were changed. Customer said controls were within the ranges. The device as replaced and requested to be returned for evaluation.